Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to the patients anatomical conditions and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a chronic total occlusion in the posterior tibial artery. The armada dilatation catheter was positioned at the target lesion; however, during inflation, the dilatation catheter balloon ruptured at 8 atmospheres (atm) on the first inflation. A loss of pressure was noted on the gauge. The device was removed without difficulty and there was no adverse patient effect. There was no clinically significant delay. No additional information was provided.